Manufacturer narrative:
Follow-up #1: date of submission 08/04/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, damage to the battery compartment threads was confirmed. The battery cap that was returned with the pump for investigation was difficult to attach to the pump because the cap threads were also stripped. The battery cap was able to be completely secured to the pump for testing. The pump was exercised for 24 hours without interruption or loss of power. No rebooting occurred during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.